Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This is a regulatory report by (B)(6) from a physician (B)(6) of microbial peritonitis with (B)(6) in a patient coincident with extraneal viaflex (lot number unknown) therapy. On (B)(6) 2008, the patient began treatment with extraneal viaflex 2 l daily (lot number unknown) intraperitoneally (ip) for peritoneal dialysis (pd). On (B)(6) 2011, the patient was hospitalized for microbial peritonitis. Treatment was not reported. Per the physician, the antibiotic therapy (oral ciprofloxacin and unspecified ip antibiotics) taken by the patient during a recent (B)(6) 2010 (separate report) episode of aseptic peritonitis could have facilitated this episode of microbial peritonitis. Outcome for the event of microbial peritonitis was not reported. The physician did not provide an opinion of causality for the event of microbial peritonitis in relation to extraneal therapy.